Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1488tc lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported developing an infection and that the device is "stuck to the skin and does not move." A request for additional information was made but not received. The implantable cardioverter defibrillator remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient "had a spot for about a year that was located inferior and lateral to the pocket that would not heal and it appeared the skin had become thinner." A pocket revision was performed and the device was moved medially.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The physician stated multiple cultures were performed and the results were negative. Additionally, the device was not stuck to the patient's skin, there was thinning of the skin which led to erosion and the device was exposed.